Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken power cord; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a broken power cord. To correct this condition, the power cord was replaced. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4). During service by baxter personnel, flogard infusion pump was found with a broken power cord; this condition had the potential to interrupt delivery. It it is unknown when or in which care area this event occurred. There was no known patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.